Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have two (2) severely bent grips, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier would not clip. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The clip applier incident occurred intraoperatively. The surgeon experienced the clipping failure. Issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. Issue was not related to unexpected motion of clip applier while attempting to clip. Issue was related to the unsuccessful clip application. The customer used a backup instrument. Instrument is available for return.

Event description:
Refer to h11 for follow-up information.